Manufacturer narrative:
Additional information received. The sponsor assessed the ia endoleak as possibly related to the endurant and not related to the procedure. The site assessed it as not related to the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site have now assessed the type ia endoleak as related to the device and not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 48 diameter abdominal aortic aneurysm. The proximal aortic neck is 29 mm in diameter and 28 mm in length. There was mild tortuosity. It was reported that the patient received treatment for a type ia endoleak on the main body and a type ib endoleak on the left limb. It was also noted that the event required hospitalization. Endoanchors and another manufacturer¿s cuff were placed and the type ia resolved. Right sided extension to the iliac bifurcation and left side was extended into the external iliac artery. The distal type I endoleak was also resolved after the procedure was completed. The investigator assessed the type ia to be related to the device. It was also reported that patient demanded to be released against their physician¿s orders. The investigator assessed that the patient has fully recovered. No additional clinical sequelae were reported.